Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver 250 ml of sodium chloride. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of vancomycin and was connected to the primary tubing set. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the secondary solution stopped delivering and the primary solution began delivering. The customer contact reported the secondary tubing set was disconnected and then reconnected to the primary tubing set. It was reported the secondary solution flowed. There were no reported adverse pt effects no medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.